Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly had bends throughout its length and was kinked approximately 136.5 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the returned smart coil confirmed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experience and the smart coil may not advance within its introducer sheath at all. During the functional test, resistance was encountered while attempting to advance the returned smart coil through its introducer sheath; however, the smart coil was able to be advanced with resistance due to the kinks in the pusher assembly, through its introducer sheath and a demonstration microcatheter. Further evaluation of the returned smart coil revealed a kink in the pusher assembly. This damage likely occurred due to forceful advancement against resistance while attempting to advance the smart coil out of its introducer sheath. Penumbra coil are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.